Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. No products were received for evaluation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products:- femur cemented posterior stabilized (ps) standard left size 7 ,catalog # 42511400512, lot # 62723350. Articular surface fixed bearing posterior stabilized (ps) left 12 mm height, catalog # 42500606201, lot# unknown. The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported that a patient underwent an initial knee procedure on an unknown date. Subsequently, the patient was revised due to tibial loosening. There were no complications or delays reported. Attempts have been made and no further information has been provided.